Manufacturer narrative:
The device was received by depuy synthes power tools. The reported problem of "overheating" could not be confirmed. (B)(4) evaluated the device finding and noted that the unit could not be tested for temperature due to it being inoperable. However, it was observed that the outer hose of the unit had been cut or torn in three different locations. In addition, the connector on the unit was damaged to such an extent that it could no longer be connected to the console. The condition of the unit was indicative of improper handling of the device. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the device is overheating. The device was being used during surgery. No injury or medical intervention occurred. The date of the event was unknown. There was no additional information provided.